Manufacturer narrative:
Complaint eval performed on the returned sample. The sample was deemed conforming. The sample would aspirate properly, but would not cut properly. The device history records for the component lots were reviewed. The associated lots (8) were released on (B)(6) 2010 based on company's acceptance criteria. The probe was disassembled and the components inspected. The inner cutter exhibited significant wear on the cutting edge (re-shaped) indicating the probe may have been used extensively. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probe. Product eval determined damaged cutting edge. Significant wear on the cutting edge indicates that the probe may have been initially working properly and only damaged sometime during surgery. A 2nd cause of the malfunction is the fact that the vit valves needed to be repaired when the machine was evaluated by a field service personnel. (B)(4).

Event description:
A customer reported the vitrectomy probes were not cutting and the aspiration would not function. The customer indicated all the probes are tested twice prior to use; once by the scrub technician, and once by the surgeon before entering the pt's eye. There have been no pts involved or harmed by these probes.